Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg site. The physician believed that infection was not device related. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.